Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023. H6: investigation summary the customer returned (9) 0.3ml 30ga 8mm syringes, reporting scale marking defective. The returned syringes were visually examined and observed no physical damages. A gauge test was performed on all the (9) samples to ensure the correct placement of the graduation markings and the return sample was found to be within the permitted specifications. Based on the samples returned, embecta was not able to confirm the customer-indicated failure. A review of the device history record was completed for batch # 2059447 all inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that prior to use with 143 bd ultra-fine¿ ii short needle insulin syringe the scale markings "look inaccurate". The following information was provided by the initial reporter: the customer is concerning the accuracy of the syringe because of the scales. These scales look inaccurate, so they are worried about using them to perform insulin injection. They want us to investigete wheteher these syringes are accurate or not.

Event description:
It was reported that prior to use with 143 bd ultra-fine¿ ii short needle insulin syringe the scale markings "look inaccurate". The following information was provided by the initial reporter: the customer is concerning the accuracy of the syringe because of the scales. These scales look inaccurate, so they are worried about using them to perform insulin injection. They want us to investigate whether these syringes are accurate or not.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.